Event description:
On (B)(6)2026, a sales representative reported via phone that an ar-2326bcc suture anchor, biocomposite swivelock®, 3.9 x 17.9 mm, ve5 eyelet looked loose when placing it on the passer, then it completely broke off past the cannula during a rotator cuff/biceps procedure. There was less than a five-minute delay with no additional anesthesia required. A red punch was used to prepare the bone socket, and the bone quality of the patient was great. The broken piece was retrieved, and the procedure was completed with a different 4.9 pushlock device. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.